Event description:
It was reported that during a balloon angioplasty treatment procedure a balloon rupture occurred. The lesion was located in the arterovenous fistula gram. The charger 6.0 x 200, 135 cm balloon was unable to cross the lesion. They pulled back the balloon and it was noted that the balloon was ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).